Event description:
During service by baxter, the infusion pump was found to contain defective batteries. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of defective batteries was confirmed. Inspection of the device found that the pump¿s batteries were potentially damaged and were therefore replaced. Review of the compliant history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.